Event description:
The customer reported that the system had no image displayed on either monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.